Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller alternating current (cac) adapter had a damaged cable. It was stated that while in the hospital, the patient was changing the position of the bed and the cable got kinked on the moving portion of the bed. The cac adapter was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller ac (cac) adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of cac adapter revealed that the unit passed functional testing. Visual inspection revealed a damaged cable and exposed internal wires of the ac adapter. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to the ac adapter cable being kinked as described in the event description. If information is provided in the future, a supplemental report will be issued.